Event description:
Review of performance data from the ICD indicates oversensing and high lead impedance of 16,000 ohms. The rv lead was capped. No patient complications were reported as a result of this event.